Event description:
It was reported the emergency light of the subject device was flashing. This occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal failure of the emergency light a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: internal failure of the emergency light should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, e1, h2, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion of the emergency terminals. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer